Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An internal inspection was also performed and passed. Device passed boot and charge testing. The device was calibrated. A pairing test was performed and failed. Functional testing was performed and the device passed all relevant testing. Receiver share data logs were successfully downloaded. Loss of connection gaps were observed within the data logs. The reported customer complaint was confirmed. The probable cause could not be determined post investigation.